Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During the system check with tandem technical support, it was determined that the cartridge should be changed. Also, it was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was not impacted. Reportedly the customer reverted to a backup pump and would resume tandem's pump therapy when extra cartridges are received.